Event description:
The pt was admitted to the special procedures department of radiology for retrieval of a portion of a catheter in the pt's atrium. The catheter was successfully retrieved without pt injury.